Event description:
Patient underwent peripheral angiogram and required urgent removal of foreign body from brachial artery. The destination sheath unraveled in the vessel and the vascular surgeon was consulted. The patient was transported from cath lab to the or for sheath removal and graft placement.

Event description:
Patient underwent peripheral angiogram and required urgent removal of foreign body from brachial artery. The destination sheath unraveled in the vessel, and the vascular surgeon was consulted. The patient was transported from cath lab to the operating room for sheath removal, and graft placement.